Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy connector and therapy cable assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer initially reported a non critical issue with their device. Upon an evaluation of the device by physio-control, it was observed that there was a broken connector pin stuck within the therapy connector assembly. This pin was broken off of a therapy cable assembly. With the broken pin stuck in the connector, the device would not have the ability to accept another therapy cable assembly for defibrillation energy delivery. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy connector and therapy cable assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control evaluated the device and verified the reported issue. Physio removed the broken pin from the therapy connector assembly and then replaced the therapy cable assembly. Proper device operation was then observed through functional and performance testing. The device was then returned to the customer for use. Supplemental information: physio-control further evaluated the removed therapy cable assembly and determined that pin 6 was the broken pin. Pin 6 being broken did not impact the defibrillation function of the device.